Manufacturer narrative:
(B)(4). The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is user / use error as there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. It was reported that the procedure was a venogram. The xxl dfu states: "the xxl balloon dilatation catheter is intended for use in adult and adolescent populations to dilate strictures of the esophagus.¿ therefore this device is not recommended for a venous setting. (B)(4).

Event description:
It was reported that balloon rupture occurred. The patient underwent a venogram. An 18-4/5.8/75 xxl¿ esophageal balloon catheter was then used, however, the balloon ruptured during the procedure. No patient complications were reported.